Event description:
Clinic notes were received for a vns explant referral. The patient had resective surgery and was seizure free since (B)(6) 2017. The notes indicated the vns was turned off. It was noted the lead wires were frayed and were causing him pain. Additional relevant information has not been received to-date. No known surgery has occurred to-date.